Event description:
The patient reported experiencing elevated blood glucose for the past few days of 19-22 mmol/l (342-396 mg/dl). The patient's normal blood glucose level is 5-10 mmol/l (90-180 mg/dl). She injected insulin via pen to lower her blood glucose. In 2009, the infusion device displayed an e4 (occlusion) error and the patient changed all of the accessories. She also reported that the case of the infusion device is damaged. She stated that she has not fallen with the infusion device and it has not been exposed to water. No further information was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.